Event description:
The user facility in canada reported the first needle they used seemed to be blocked. They changed it, continued with the procedure, with no issue. Under the microscope they couldn t see anything different. Postop is when they noticed the particles 10-11 pieces. Multiple fine particles sparkling on the iris (around 11 small pieces). No fibrin no dlr no redness. Av pre-op cld av post-op 24h 20/200 upgradeable to 20/100 follow up in 1 week on (B)(6) 2022. The patient was seen recently, no inflammation or other symptoms, vision is 20`25. Seems to be unknown as to which product caused the fragments. Additional information: no inflammation or other symptoms were reported at this time at their post-surgery follow up a few days ago. It wasn t reported that surgery is planned at this time.

Manufacturer narrative:
Manufacturing and sterilization records for bl3318as, lot x0893 were reviewed and found to be acceptable. This investigation is ongoing.

Manufacturer narrative:
The product was not returned so we were unable to investigate further for root cause of the reported particles. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. This investigation is complete.